Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming [nc] report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, while tightening the sling a suture break occurred at the dynamic anchor side, right at the edge of the mesh. The altis was removed and replaced with another device with no adverse effect.

Manufacturer narrative:
An altis sling, detached dynamic suture and two introducers were received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. Microscopic examination of the mesh where the dynamic suture was attached confirmed the welded area of the suture. The dynamic anchor and tensioner were not received. Blood residue was noted on the mesh. No functional abnormalities were noted with either introducer. Based on examination of the returned product the dynamic suture detached from the mesh while trying to implant. No information was received indicating the location where the sling was implanted or the size of the patient¿s pelvis, which may have been contributors to the difficulty the physician encountered. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, while tightening the sling a suture break occurred at the dynamic anchor side, right at the edge of the mesh. The altis was removed and replaced with another device with no adverse effect.